Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was leaking a little bit went to turn it up and then was leaking really bad. The patient felt stimulation. The patient was on program 2 at 1.6 volts. The patient increased stimulation to 2.0 on program 2, and felt stimulation in the correct area. The patient noted the onset of symptoms was gradually. The patient noted she was on program 2 did not know how she got to program 1. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.